Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 11mm drill bit would not pass through the blade guide sleeve during a trochanteric fixation procedure. The surgeon drilled without the sleeve. The sleeve was damaged prior to beginning the surgery and the blade went through the sleeve fine as expected. The procedure was completed successfully and there was no delay. The patient outcome was reported as good this is report 2 of 2 for (B)(4).